Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a tear in the retic clear tubing through valve vl95/98. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 5 ml of retic clearing solution leaked into the lower left side of a coulter lh 750 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.